Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer was also concerned with non-fasting high blood glucose test results obtained of 387, 432 and 388 mg/dl. The customer's expected fasting blood glucose test result range is 190 - 240 mg/dl and expected non-fasting blood glucose test result range is 240 - 280 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 292 mg/dl and 330 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/20/2020 and test strips have been opened for one week. The meter memory was reviewed for previous test result history: (B)(6).